Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having difficulty charging the ipg as the patient needed to charge more than what was expected. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was having difficulty charging wherein the ipg needed to charge more than what was expected. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 ((B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.